Event description:
It was reported that the screen went black during procedure. A backup device was used to complete the procedure with no delay. No patient injuries reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the controller. The returned device was tested using a known good compatible wand which was found to perform as intended. The sd card information was downloaded and the information shows the following error/s: (B)(4) wand has passed its expiration date the complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors which can lead to screen display issue include: the cable could have become detached. There could be an issue with the hardware for the display screen such as bad harness cable or bad circuit board. There were no indications to suggest the device did not meet product specifications upon release into distribution.